Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿gait instability may indicate liner failure in patients with total hip arthroplasty. A report of three cases¿ written by(B)(6) published by royal college of surgeons of england, accepted on 11 january 2021 was reviewed. The article¿s purpose was to review complications such as rim fracture, rupture and dissociation of highly cross-linked polyethylene liners. Of the three cases reviewed, one case involved depuy synthes implants. At five years follow-up from the left total hip arthroplasty, the patient had gait instability as well as a clicking noise. Radiographic findings showed a subluxation with an asymmetrical femoral head. When the patient was revised, intraoperative findings indicate an anterosuperior rim liner rupture and metallosis signs. Wear of the head and cup were noted in figure 6. The head and liner were revised.